Event description:
It was reported that the patient has expired. The date of patients' death and implant duration are unknown, it is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received; however, the cause of death could not be learned. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance."

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Two requests were made via fax for the device, operative report, and additional information, however, no additional information was provided and no device was returned for evaluation. Device not returned.